Event description:
It was reported that possibly insulin from the reservoir was leaking. The caller stated that she did not see any deformation or damage in the reservoir and the lot was not affected by the recall. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.